Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. It was found the customer may have exposed their insulin pump to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump had no button error alarm during testing. However, the insulin pump did have intermittent button response due to corroded keypad traces. No moisture damage was noted on electronic assembly during visual inspection. The insulin pump also had cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.